Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and low power advisory alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 15 days of data ((B)(6) 2019 ¿ (B)(6) 2019, per the time stamp). On (B)(6) 2019 at 23:05:25, the rsoc voltage levels of both power cables fluctuated from the expected ~12.7v down to ~1.3v then to ~0.5v activating low power hazard and no external power alarms; the alarms cleared when the ac power was restored. At 23:11:35 of the same day, the rsoc voltage levels of both power cables dropped again from the expected ~12.7v down to ~1.4v activating low power advisory alarms; at this time, it was captured that the power source was switched to the 14v li-ion batteries which cleared the alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit and indicated an intermittent loss of power. Pump support was not affected during this event as the system was supported by the backup battery as intended. On (B)(6) 2019 and (B)(6) 2019, the controller also captured some intermittent power cable disconnect and low voltage advisory alarms associated with transient momentary drops in both rsoc voltage signals while the controller was connected to a mobile power unit. The atypical alarms did not affect the controller¿s ability to operate the pump at the set speed. Despite these findings, there were no other notable alarms or events active in the log file. The mobile power unit, serial number (B)(4), was not returned to abbott for analysis; the unit remained in use. Multiple attempts were made on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 to obtain additional information from the customer regarding the reported event; however, no further details were provided. Based on the log file analysis, a root cause for the no external power alarm was determined to be related to a loss of the ac power while connected to a mobile power unit. However, a specific root cause for the intermittent low power advisory and power cable disconnect alarms captured within the submitted log file was unable to be conclusively determined through this analysis and a device related issue could not be confirmed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was connected to mpu at home and kept getting low battery alarm. When patient connected to battery power, the alarm stopped. The log file captured a no external power event on (B)(6) 2017. This was caused by power to the mpu being briefly interrupted.